Event description:
No additional event information to report at this time.

Manufacturer narrative:
UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device showed damage to the locking feature and the outer diameter. Impact damage was identified on the scallops as well. No dimensional analysis could be performed due to the damage from implantation. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left hip procedure, the liner would not sit flush with the cup. A new liner was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.